Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had black screen. A field service engineer found that the station was not booting up due to the hard drive not being detected. The fse shut down the station, reseated the hard drive sata cable, and reseated the all-in-one monitor, then restarted the system. After the reboot, the customer was able to access the drawers and perform medication inventory, confirming that the system was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system device was not working. Customer reported that the device is not functioning and is displaying a black screen with a blinking cursor, preventing normal application startup and access to the station. However, there were no delay or adverse events or injuries reported based on this event.